Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a crep value of 1.89 mg/dl, which repeated as 0.81 mg/dl. No adverse events were alleged to have occurred with the patient. The crep reagent lot number was 34643801, with an expiration date of 31-mar-2018. Probes on the analyzer were replaced and precision studies were performed.

Manufacturer narrative:
An additional extra-wash was implemented at the customer site and resolved the issue.

Manufacturer narrative:
Investigations have determined a reagent carryover to the crep2 (creatinine) or trigl (triglycerides) test can occur if a preceding test containing dextran sulfate is pipetted first and then followed by the chol2 (cholesterol gen. 2) reagent. This carryover can result in discrepant, high results for crep2 and trigl. Installation of extra wash cycles avoids this issue. Customers have been provided with the workaround.